Event description:
A report was received that the patient was experiencing back cramps since a non-device related fall. Xray confirmed that the leads had migrated. The physician decided to revise and during the revision the patient indicated charging difficulties. The ipg and leads were replaced. The patient was reportedly doing well after the procedure.

Event description:
A report was received that the patient was experiencing back cramps since a non-device related fall. Xray confirmed that the leads had migrated. The physician decided to revise and during the revision the patient indicated charging difficulties. The ipg and leads were replaced. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2352-50 serial#:(B)(4) model description: linear 3-4 lead 50cm.

Manufacturer narrative:
Device evaluation indicated that the ipg passed electrical, performance and photographic imaging tests performed. The ipg did not exhibit any anomalies or deviations that potentially relate to the reported event. The device could not be linked nor charged. The end-of-charge beeps were generated momentarily as if the battery were fully charged. The device was cut open, and the battery was found to be damaged at the hospital by the on-site post-explant sterilization called autoclave. However, the ipg passed all functional tests with a substitute battery. The profile indicated that the device had been continuously working until the explant. The leads were cut at the hospital during the explant. The damages to the devices were similar to the typical explant damage and were not considered a failure.